Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified that fiber tip was degraded and the connector was in good condition. The visual analysis found that the fiber was broken into two pieces, and the connector was separated from the fiber body. Therefore, the initial reported allegation was confirmed as the fiber could not transmit energy as it was physically broken. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that in the middle of percutaneous nephrolithotomy procedure, the console could not be used normally. The fiber could not transmit energy; it was checked and found it was damaged. The procedure was completed with another of same device. There was no patient complication. After that, the fiber was returned for analysis and the product investigation determined that the fiber body was broken into two pieces and the connector was separated from the fiber body.